Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010 and suture was used. During suturing post cesarean section, the needle broke in half. The needle pieces were removed during the same procedure. This was the patient's third cesarean section and the patient had significant scar tissue that was thick and tough to suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.